Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2015. Manufacturing site evaluation: evaluation on-going at manufacturing site.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 36 unopened racepacks. Analysis and results: there are no previous complaints of this code batch. A total of (B)(4) units were manufactured and distributed, there ware no units in stock. Received 36 closed samples. Tested the needle attachment of the samples received and the results fulfill the requirements. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled. As indicated in the instructions for use of the product: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: complaint is not justified. Corrective/preventive actions: na.

Event description:
Country of complaint: (B)(6). Needle detachment. Reported that it is unknown which of 40 boxes had defective items. Smaller usp's reported to break during knotting. Related medwatches: 2916714-2015-00191, 00192, 00193, 00194, and 00195.